Event description:
The facility reported an infusion pump with that shutdown during patient use. According to the hospital representative, no patient injury of medical intervention had been reported related to the device. The hospital representative stated that a patient with a pre-existing cardiac condition was receiving intermittent IV infusions of lactated ringer¿s (lr) and amiodarone. The attending nurse had gone on break and when she returned she noted that the pump was dark and non-functioning. No other information of contact was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 11, 2007. Evaluation summary: the reported condition of shut down during patient use was confirmed during service and the condition was duplicated. The assignable cause: batteries are swollen and leaking causing repeated failures when run on battery power. Batteries are not yusa brand as recommended. Observed extensive damage to exterior of the pump. Channel a and c pump head module housings are cracked, and tube guide is broken off. Serial number label is completely gone. Verified serial number on subplate label. Extensive corrosion observed on subplate and the rims of the pump head module housings, the printed circuit board's however, do not appear to be corroded. Powered on pump on ac power to download event history. Pump displayed failure code 812:05 on channelc. This is likely caused by the damage to the slide clamp slot on the channel c pump head module housing. Battery history records 13 discharges below alarm threshold. The installation date is in the default setting. Attempted to start pump on battery power twice. On the first attempt, failure 531:326:831:0000 was displayed. On the second, 199:117:297 was displayed. Both failures are related to battery failure. Open rear housing and saw that batteries were swollen and had leaked acid into the battery compartment. The brand is unipower, not the recommended yusa brand. The batteris were replaced and the head module channel a and c were replaced.